Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon lost control of the monopolar curved scissors (mcs) at the first cut. When the mcs was removed from the patient's cavity, it was found that the steel cable had broken. Therefore, the mcs was replaced by another one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.